Event description:
The customer reported that the system's f3 fuse tripped. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The issues were evaluated and repaired. The system was tested and found to be working as intended and put back into service.